Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber began forward firing after 10,151 joules and 2:51 minutes of use. A second fiber was used to complete the cases. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. Review of lot 21735927 DHR did not indicate any failures upon final inspection. An evaluation conclusion code of cause cannot be traced to device was assigned to this investigation.